Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19, 2007. Evaluation summary: the condition of failure code 517 was confirmed in the event history and it was due to depleted batteries. The batteries were replaced due to potential damage. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility representative reported failure code 517:320:844:0000. The event occurred during patient use but the process step is unknown. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.